Event description:
A customer reported to olympus, the evis exera iii channel was clogged. The event occurred during reprocessing. The endoscope washer gave an error of the clogged channel. There was no report of patient harm associated with this event. During incoming inspection, the air water nozzle was blocked with foreign debris due to insufficient reprocessing. This medwatch is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of channel being clogged was not confirmed. In addition to evaluation in b5, flexibility adjustment ring had a scratch. Grip had a scratch. Air water cylinder had discoloration. The suction cylinder had discoloration. Switch button 1 was worn. The switch box has a scratch. The right/left knob had a scratch. The up/down knob had a scratch. The scope connector cover unit had a scratch. Scope connector case unit had a scratch. Light guide cover glass had a scratch. The plug unit had a scratch. Due to damage on channel tube, water tightness was lost. Due to a scratch on the bending section cover, insulation resistance value at distal end did not meet the standard value. Due to clogging of nozzle, air supply volume did not meet the standard value. Due to damage on the nozzle, water supply volume did not meet the standard value. Due to wear of angle wire, bending angle in left direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Objective lens had a scratch. Light guide lens had a crack. Connecting tube had a scratch. The universal cord had coating peeling. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material was confirmed as black and rubbery. The event can be detected/prevented by following the instructions for use which state: ¿reprocessing manual_ leakage testing of the endoscope_ perform the leakage test caution:if you identify a leak during leakage testing, remove the endoscope from the water with the leakage tester still attached. Contact olympus regarding instructions for reprocessing a leaking endoscope in preparation for returning the endoscope to olympus for repair.¿ olympus will continue to monitor field performance for this device.